Manufacturer narrative:
The indication for the elective index procedure was unstable angina. The target lesion was the saphenous vein graft (svg) to the left anterior descending (lad) coronary artery. The lesion was reported to be: 16 mm in length, vessel diameter of 3.5 mm, de novo, a svg, and type a. The lesion was not pre-dilated. A cypher 3.5 x 18mm stent was implanted at 11-14 atm for 28 sec. The stent to vessel sizing was reported to be good and the stent appeared to be perfectly deployed angiographically. The stent was not post-dilated, there was no distal disease left untreated, and healthy tissue to healthy tissue was covered by the stent. The residual stenosis was 0%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that approximately eight (8) months after the index procedure, the patient returned with a late thrombosis of a previously implanted cypher 3.5 x 18 mm stent. The thrombus was reported to be proximal to the stent. The patient was compliant with her antiplatelet therapy. The plan for treatment of the patient is possible repeat coronary artery bypass graft (CABG) surgery. The patient was reported to be in stable condition at the time and was awaiting the possible surgery at the time of this report.